Event description:
Reportedly, during pacemaker implantation procedure, once the pocket had been closed, the device was pacing in unipolar configuration but pacing spikes were not capturing. The pacing and sensing polarities were reprogramed to bipolar configurations, and normal operation was then confirmed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.